Event description:
This is report 1 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient. The patient had experienced a blood infection and cloudy peritoneal dialysis effluent. The patient was not hospitalized for the events. On the same day, the patient was treated with unspecified antibiotics intravenously (dose and frequency not reported) for the blood infection. However, the treatment for cloudy pd effluent was not reported. The patient was recovering from this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Per review of the batch records of potentially associated lot numbers h13a13014 and h13c04076, no nonconformance report was documented for these lots. All release criteria were met for the build of the lots. Should additional relevant information become available, a follow-up report will be submitted.